Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device stopped working during use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor was worn, the device had a sticky trigger, the knob was loose, and the device had high output/power. It was further determined that the device failed pretest for general condition, check for sticky trigger, and check oscillation frequency. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. UDI : (B)(4).

Event description:
It was reported that the battery oscillator device was stopping during use. During in-house engineering evaluation it was determined that the device had sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.